Event description:
This medwatch report was initiated upon receipt, and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant has reported, that during preparation for a therapeutic procedure to place a ureteral stent, the contour vl ureteral stent broke, when the doctor attempted to remove the suture that was attached to the stent. The device was not utilized on the pt. The procedure was successfully completed with another of the same device. There were no reported complications or ill effects sustained by the pt.

Manufacturer narrative:
Received one 6fr contour vl ureteral sent in a ziploc bag, in original box with product labeling. No residue was present to indicate use. The customer's complaint was confirmed. A visual evaluation found that the stent had been cut in two at the proximal pigtail. The cut appeared to have a rough edge. No sideport hole was found in the vicinity of the cut. A second tear was found to be 6.5mm long. A functional evaluation found that a guidewire could be passed through all parts of the device. A lot history search was performed and found no other complaints against this lot/batch. A review of the device history record was performed and revealed no anomalies. The root cause of the cut and tear in the stent is due to user technique when removing the suture from the stent.